Event description:
It was reported that the patient severe pain and weakness at the left leg following an implant procedure. X-ray were taken and revealed that the leads were posterior causing nerve damage. The patient underwent an explant procedure and the explanted device components will not be returned for analysis. Additional information was received that the patient underwent a wound exploration procedure due to hematoma.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient experienced severe pain and weakness on the left leg after an implant procedure. Magnetic resonance imaging (MRI) was taken and showed nerve damaged. The patient underwent an explant procedure and the explanted device components will not be returned.